Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. It was reported that the customer experienced a low blood glucose (bg) level ranging from 47-80 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.